Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. However, error logs confirmed the error occurred in the past in the pressure sensor of the printed circuit board. Based on the results of the investigation, it is likely that the following led to the malfunction: insufficient relaxation. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. There were no issues noted with the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the high flow insufflation unit abdominal pressure alarm sounded immediately. The issue was found during a therapeutic laparoscopic surgery and it was completed with the same device. There were no reports of patient harm.